Event description:
Reporter noted corneal burn observed after phacoemulsification of cataract; sutured wound to close. Prognosis reported as good/stable.

Manufacturer narrative:
A company service rep checked system, replaced irrigation sensor and fluidics pcb, and then returned for further testing. Customer was contacted to review possible causes of thermal injuries.